Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data revealed variability in calibration signals within the same reagent lot, which may have influenced the results. Additionally, the negative control (hiv gen2, level 1) was observed to be partially out of specification. Pre-analytical factors, such as small fibrin clots or other clots undetectable by clot detection, were identified as potential contributors to the initially reactive results. These clots may have caused unspecific binding, leading to elevated electrochemiluminescence (ecl) signals. Recommendations were provided to the customer to review centrifugation conditions and follow tube manufacturer instructions. Instrument maintenance was confirmed to be performed regularly, and subsequent quality control results returned to within specified ranges after implementing the recommended cleaning procedures. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant results for two patient samples tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. On (B)(6) 2023, patient 1 generated a result of 1.09 coi (reactive), and patient 2 generated a result of 1.45 coi (reactive). On 0(B)(6) 2023, repeat testing of the same samples yielded results of 0.325 coi (non-reactive) for patient 1 and 0.345 coi (non-reactive) for patient 2. The results were not consistent between the initial and repeat testing.